Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10. Visual inspection of the returned trial confirms that the trial has fractured near the extraction hole. The device also exhibits wear consistent with usage of device. Review of the device history record identified no related deviations or anomalies during manufacturing. The reported lot was manufactured on july 01, 2012 and has therefore been in the field for approximately nine years and ten months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while taking out 79/83 x 18 poly trial with white handle, the trial broke. All pieces retrieved.